Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00171 to provide the return sample evaluation results. The actual sample was received by the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried was tested for its air removing performance in accordance to the factory's shipping inspection protocol. The actual sample was verified to meet the manufacturing specifications. The actual sample was rinsed, dried and was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. Bovine blood arranged to was circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the manufacturing specifications. A review of the device history record of the involved product/lot# combination confirmed there were no indications of production-related anomalies. A search of the complaint file did not find any other report with the involved product/lot# combination. The investigation result verified that the actual sample, after having been rinsed and dried, was the normal product with no issue in the gas transfer performance. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, insufficient priming may have allowed air to enter the circulation, or the involved bubble sensor may have given a false detection. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: (1) start gas supply with v/q=1 and fio2=100%n then make adjustments based on blood gas measurements; (2) measure blood gases and make necessary adjustments as follows. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender; (3) to decrease pao2, decrease fio2; (4) to increase pao2, increase fio2; (5) recirculate the priming solution at a rate of 4 l/min or higher to facilitate air removal. Failure to remove air from the oxygenator may result in serious injury to the patient; and (6) do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00171 to provide the return sample evaluation results.

Event description:
The user facility reported insufficient gas exchange in the capiox fx25 device during a procedure. Follow up communication with the user facility reported the following information: after having been on cpb for a period of approx. 15 minutes a bubble sensor detected air; it was confirmed that some small bubbles were present; the device was re-circulated and resumed cpb; there was no apparent source for the air and the circuit was inspected thoroughly; there were no further incidents; the patient was reasonably large and gas sweep rate was high but not alarming; the gas sweep rate was turned up gradually as the case proceeded and was on 100% oxygen by the end of the case; and the procedure was completed successfully.

Manufacturer narrative:
The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of device history record of the involved product/ lot # combination confirmed there were not any indications of production-related problems. A review of the product release decision control sheet confirmed there was no discrepancy in the inspection/test results. A search of the complaint file did not find any other report of this nature with the involved product/lot # combination. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.